Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that during a magnetic resonance imaging (MRI) procedure the patient went into atrial fibrillation (af). The device was in surescan mode and the patient had no history of af. The patient was admitted to the hospital and was medicated, and was in af for approximately four hours. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.